Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that thresholds on the right ventricular (rv) lead were within normal range prior to the change out procedure. Post procedure, when attached to the new implantable cardioverter defibrillator (ICD), the thresholds were above the normal range in bipolar configuration. It was further reported that there was an rv lead impedance warning for high impedance that had spiked. They were unable to gain capture in rv bipolar pacing even at max outputs. The pacing polarity was changed to tip-coil and the capture threshold and impedance returned to the normal range. An x-ray was performed and it was concluded that the pace/sense lead pin on the rv lead was not in all the way. Plans were made to open up the pocket and reset the rv lead back into the ICD. The lead and device both remain in use. No patient complications have been reported as a result of this event.